Manufacturer narrative:
(B)(4).

Event description:
Suspected subclavian crush of lead caused noise on right-ventricular and far-field channels which led to vf detection. The device remains implanted. On (B)(6) 2016 - we were informed the patient's family is declining to do any revisions at this time. The lead will remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.